Event description:
During an operative procedure; thrombectomy of left upper arm av fistula with mechanical dilatation of minor outflow tract obstruction the surgeon used a #4 embolectomy catheter and when the catheter was removed it was discovered the tip of the catheter was missing. X-rays and a CT scan were performed. The physician spoke with the pt and elected not to remove the foreign body. The pt was discharged the next day.